Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had 5 no delivery alarms in the last 5 days. Customer's blood glucose has been very high. Customer's blood glucose was 600 mg/dl. Customer treated with a shot. Caller stated that they have a back-up plan. Caller stated that the alarm just occurred during a bolus. Caller stated that the no delivery alarm is recurring. Caller stated that the alarm was resolved by a complete set change. Caller was advised that the pump was working as designed to detect an occlusion when the alarm occurs. Caller declined to troubleshoot and stated that she feels there is nothing wrong with the pump. Caller stated that she will monitor her son's blood glucose.